Event description:
A report was received via FDA's medical products reporting program that female pt used renu with moistureloc multi-purpose solution for three months in 2005. The third month, the pt woke up with severe right eye pain. After being seen by two other drs, she presented to an eye clinic in 2006. An ocular culture was performed and was positive for fusarium. The pt was diagnosed with fusarium keratitis. The pt was treated daily, bi-weekly, and weekly. She reported that four months later, she underwent a corneal transplant and was still under treatment. One of the treating eye drs confirmed that the pt was diagnosed with an infectious corneal ulcer that was positive for fusarium. The pt was treated with tobradex, fluconazole, vancomycin, viroptic, and amikacin. The pt experienced a decrease in visual acuity due to central corneal scarring and thinning. The pt also underwent a penetrating keratoplasty (pk).

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility eval met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.